Event description:
Reporter has silicone gel breast implants and have serious side effects. Breast is turning black, pain, osteoarthritis, colitis, fibromyalgia, lesions on the tougue, eye problems, heart problem, skin lesions, numbness in legs, burning feet, dental problems, all related to these breast implants.